Manufacturer narrative:
Product ID 8703w, lot# l42923, implanted: 1997-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the pump had alarmed due to an empty reservoir. It was stated that the pump was previous functioning normally and first alarmed when low-reservoir occurred. It was unknown why the pump had not been refilled. The patient had experienced withdrawal and underdose symptoms. She was admitted to the intensive care unit and the pump was refilled by the on-call neurosurgery resident. At the time of report, the patient was recovering. The device system had been used to deliver gablofen. Three days later, it was reported that the patient was receiving adequate therapy.

Manufacturer narrative:
(B)(4)